Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/10/2021. H.6. Investigation: two photos, two used samples, and one unknown medical device with blood were received by our quality team for evaluation. From the photo, the slant scale marking was observed on the syringe barrel and leakage was observed at the luer connection. The two syringe samples were subjected to leak test and both samples passed the leak test. The sample were subjected to visual inspection and observed slant scale marking on the syringe barrel. A device history record could not be evaluated as the lot number is unknown. The root cause of the leakage could not be determined as they passed the leak testing. The slant scale marking on the syringe barrel could have occurred at the apex printing machine. There is a pad ring where all the printing pads lay onto it. The probable root cause could be due to the pad ring being offset. An offset in the pad ring leads to the printing pad being over compressed and resulting in the scale marking being slated when ink is transported from the pad ring to barrel surface. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had slanted scale markings and leaked. The following information was provided by the initial reporter: "leakage& were observed with slant scale marking on the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had slanted scale markings and leaked. The following information was provided by the initial reporter: "leakage & were observed with slant scale marking on the syringe."

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had slanted scale markings and leaked. The following information was provided by the initial reporter: "leakage& were observed with slant scale marking on the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.